Event description:
It was reported that the load wheel casting broke. No adverse consequences were reported.

Manufacturer narrative:
It is likely that repetitive loads above specification caused the event.